Event description:
A malfunction occurred on the customer's pump but did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.